Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which was not resolved by a battery change. The customer's blood glucose was 103 mg/dl. The customer did not observe any significant events leading to the alarm. She stated that she went for a walk, and when she sat down, her insulin pump had been positioned awkwardly on her belt. She noted that a button may have been pressed inadvertently. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with intermittent response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched window, cracked battery tube threads and broken belt clip slot.